Manufacturer narrative:
Post market surveillance for med consumables. Patient demographics requested however not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing separated at an unspecified location. The customer did not indicate patient harm.